Manufacturer narrative:
The complainant indicated that the device will be not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a male patient with a diagnosis of esophageal cancer and tracheal esophageal fistula underwent a therapeutic procedure, placement of an esophageal stent in 2006. The left main bronchus was reportedly compressed by the esophageal stent. Three months later, the clinician placed on ultraflex tracheobronchial stent within the left main bronchus. Subsequent to its placement (date not known), the stent migrated distally. This stent was removed and 2 weeks later, a new stent was succesfully placed. The following statement was provided by the physician, "the issue regarding the distal migration of the first stent, from my point of view, it was because of distortion of patient's anatomy by the previous treatment leading to inaccurate estimation of the diameter of the left main bronchus".